Event description:
35m in high speed mvc taken for ex lap, aortoiliac interposition graft (hemashield 18x9mm), small bowel resection, ileocecostomy, segmental proximal sigmoid colectomy on (B)(6) 2021. Throughout his hospital course he has subsequently returned to the or many times for abdominal washout and abthera replacement, subsequently developing lower abdominal wall soft tissue and muscle pseudomonas aeruginosa nsti. On (B)(6) 2025 was scheduled for open tracheostomy. A shiley 6 xlt cuffed tracheostomy tube was then inserted into the trachea, the balloon was inflated, and the circuit was connected. There was positive end-tidal co2. It was noted shortly thereafter that the patient was not achieving adequate tidal volumes on the vent and began desaturating to low 80's. The patient was branched promptly via the tracheostomy and it was noted that the inflated cuff was extending distal to the end of the tube, producing severe stenosis of the opening of the tracheostomy tube. The balloon was partially deflated and the occlusion problem was resolved as seen on bronchoscopy. At this time, the patients end title, tidal volumes, and saturation all normalized. The patient had no further issues related to the tracheostomy. Serious complication requires corrective action by manufacturer.